Event description:
E-mail notification on (B)(6) 2011, of infection by pseudomonas reported after cystoscopy. Symptoms include: rigors, malaise, joint pain and dysuria.

Manufacturer narrative:
Testing of retain samples for all lot numbers and waiting for samples to be returned for testing have not been completed as of (B)(4) 2011. Possible lot numbers which are being tested are: 0k71, 0k248, 0k137, 0g119. With specific micro analysis for pseudomonas. Lot 0g119 was tested previously ((B)(4) 2011) and the testing came back within specification and nothing detected during micro testing.